Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 150mg/dl, 100mg/dl, 90mg/dl. Tests were done within < 10 minutes with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.